Event description:
A site representative, medicraft, reported a damaged spine clamp. This stripped clamp was discovered outside of surgery. No further details were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern.device lot number, or serial number, not available as suspect device has not been returned to manufacturer.device manufacturing date is dependent on lot number/serial number, therefore, unavailable.suspect part has not been returned to manufacturer for analysis.